Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
Reporter noted hardware error code prior to surgery. As result, 2 cases were cancelled. No injury reported.